Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, but it was reported by the field it may be a patient related issue.

Event description:
Following the implant procedure, after leaving the procedure room, low sensing values on the right ventricular (rv) lead were noted. The lead was explanted and replaced, and the patient was stable with no adverse consequences.